Event description:
It was reported that stent thrombosis occurred. A 2.75x28mm promus element¿ plus stent was implanted. It was noted that subacute thrombosis had occurred. The cause of thrombosis is unknown. Thrombectomy and dilatation were performed to treat the stent thrombosis. No further patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is combination product. It is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Same case as MDR ID# 2134265-2014-07118. It was further reported that the 50% stenosed target lesion was located in the ostial of the proximal end of the left anterior descending artery (lad) to mid of left anterior descending artery (lad). After an unspecified guidewire was advanced to the lesion, an unspecified imaging catheter was inserted but it could not cross the lesion. A 2.5×15mm emerge balloon catheter was used to dilate the proximal end of the left anterior descending artery (lad). An unspecified guidewire was used to protect the first diagonal of left anterior descending artery and a 2.5×15mm emerge balloon catheter was used to dilate the middle of left anterior descending artery (lad). A 2.75x28mm promus element¿ plus stent was deployed in the lesion but it was noted that the distal edge of the stent was not good so the physician deployed 2.25×20 promus element plus stent at the distal side of the 2.75×28mm promus element stent. Ivus was then performed and it was confirmed that residual stenosis was 0%. The procedure was completed. Upon discharge, the patient was given aspirin and clopidogrel. In (B)(6) 2014, the patient developed chest pain and was transported to the hospital to perform pci. It was noted that the cause of chest pain was myocardial infarction.